Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that fluid leakage was found at the junction of the prn and extension tube during use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 10-may-2022. H6: investigation summary: a device history review was conducted for lot number 1320181. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. During functional testing of the device, our engineers were able to identify leakage originating at the point of connection with the housing body. The issue has been confirmed. Microscopic evaluation of the damaged area determined that the damage occurred at a distance that excluded the known potential causes that can occur during the manufacturing line. Characteristics of the wounded region further suggest that the tubing suffered contact with a sharp implement such as a needle tip. Unfortunately our engineers were not able to finalize a root cause at the conclusion of their review.

Event description:
It was reported while using bd intima-ii closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that fluid leakage was found at the junction of the prn and extension tube during use.